Manufacturer narrative:
The device was received not deployed. Investigation results found the first priming sequence ended prematurely due to an observed rotational sensor malfunction, resulting in completion of the second priming sequence without the needle deploying. A re-run was successfully performed, and the device was found to deploy as normal, however, rotational sensor malfunction was also observed in the re-run data. Investigation of the commutator cap revealed damage along the lines of connection. The damaged commutator cap caused the rotational sensor malfunction and prevented the needle from deploying.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The pink slide did not move forward. As treatment, the patient was able to succuessfully activate a new pod.